Event description:
It was reported that a non-bsc sponsored clinical study patient had a CT scan following the deep brain stimulation implant procedure and an intracerebral bleed on the left side of the brain was noted. At the time, the patient was not experiencing any symptoms related to the bleeding. During the CT scan, the placement of the deep brain stimulation leads were checked but did not show that they came into contact with any blood vessels. A follow up CT scan and pet scan was performed which did not show progress on the hemorrhage. The patient was monitored and there were no signs of impairment but the patient post operatively showed signs of adynamia and cognitive impairment, which improved over the following days, but had not recovered completely at the time of discharge. Several days later, at an outpatient appointment, the cognitive impairment appeared to completely recover. The investigators have stated that the event was not due to the device, but was causally due to the implant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202300. Model: db-2202-30. Serial: (B)(4). Batch: (B)(4).